Manufacturer narrative:
Complaint conclusion: as reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed at all. The device was removed, and manual compression was used to achieve hemostasis. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of damage to the device or packaging before use. After the procedure, the catheter and guidewire were withdrawn for vascular closure and hemostasis. Both the exoseal vcd and 5f avanti+ vascular sheath introducer were retracted together until pulsatile flow slowed or stopped, and the indicator window turned solid black. When attempting to depress the button, it could not be pressed at all. At that time, the indicator window showed solid black, and no red color was seen during retraction. The device was attempted to be deployed outside the patient¿s body but still could not be depressed. A 5f avanti+ sheath introducer was used. Regarding the femoral puncture site, femoral artery suitability was not verified on angiography, but the insertion angle of the sheath introducer was verified. The vessel diameter was not confirmed to be =5 mm. There was no visible calcium or plaque, no tortuosity, no stent, and no stenosis greater than 50% near the puncture site. There was no prior closure or manual compression within thirty days, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm prior to using the exoseal vcd. A well-trained and experienced operator conducted a full diagnostic cerebral angiography procedure via a retrograde approach. The patient does not have a history of infectious diseases. The patient¿s body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 5f, involved in the reported complaint, was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was in black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. Then, the deployment lever was fully depressed, achieving the indicator wire retraction and the expected plug deployment. Additionally, the indicator window transitioned to the black/white/red position. A high magnification evaluation was conducted to examine the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the device received since the lever was able to be depressed with successful plug deployment during the analysis. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed at all. The device was removed, and manual compression was used to achieve hemostasis. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of damage to the device or packaging before use. After the procedure, the catheter and guidewire were withdrawn for vascular closure and hemostasis. Both the exoseal vcd and 5f avanti+ vascular sheath introducer were retracted together until pulsatile flow slowed or stopped, and the indicator window turned solid black. When attempting to depress the button, it could not be pressed at all. At that time, the indicator window showed solid black, and no red color was seen during retraction. The device was attempted to be deployed outside the patient¿s body but still could not be depressed. A 5f avanti+ sheath introducer was used. Regarding the femoral puncture site, femoral artery suitability was not verified on angiography, but the insertion angle of the sheath introducer was verified. The vessel diameter was not confirmed to be =5 mm. There was no visible calcium or plaque, no tortuosity, no stent, and no stenosis greater than 50% near the puncture site. There was no prior closure or manual compression within thirty days, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm prior to using the exoseal vcd. A well-trained and experienced operator conducted a full diagnostic cerebral angiography procedure via a retrograde approach. The patient does not have a history of infectious diseases. The patient¿s body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed. The device was removed, and manual compression was used to achieve hemostasis. There was no reported patient injury. After the procedure, the catheter and guidewire were withdrawn for vascular closure and hemostasis. A 5f avanti+ sheath was used. A well-trained and experienced operator conducted a full cerebral angiography procedure. The patient does not have a history of infectious diseases. The device will be returned for evaluation.